Event description:
It was reported that a patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, the patient was revised on (B)(6) 2013 due to dislocation. The freedom head and liner were removed and replaced. Additionally the patient was revised on (B)(6) 2013 due to dislocation. The freedom head and liner were removed and replaced. Then, the patient was revised on (B)(6) 2013 due to dislocation. The femoral head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ the revision that took place on (B)(4) 2013 was previously reported via MDR reference 1825034-2013-05433/05434. The revision that took place on (B)(4) 2013 was previously reported via MDR reference 1825034-2013-05932/05933.